Event description:
A malfunction alarm was reported, identified by the code malf 0, with no notable events occurring prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. After restarting the pump, it functioned properly.